Event description:
Customer called regarding the meter allegedly reading error 6. Customer did not report any symptoms. Customer did take oral medication (s) for diabetes. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and kept getting error 6. The meter was replaced due to an unresolved issue.